Event description:
It was reported that intermittent occlusion alarms occurred. During system check with tandem technical support, the root cause could not be determined because customer declined to remove the infusion site. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose was 400 mg/dl.